Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05169. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, and symptomatic compartment defect and mesh was implanted along with the concurrent procedures of hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced vaginal pain, mesh exposure, urinary incontinence, atrophic vaginitis, continued urinary tract infections, bleeding, pelvic pain, vaginal pressure and vaginal scarring. It was reported that the patient underwent mesh removal on approximately (B)(6) 2013 due to mesh exposure, vaginal pain and worsening urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.